Event description:
It was reported by legal a patient underwent a left knee arthroplasty. Subsequently, a legal claim has been made due to pain and limited mobility. It was noted that the surgeon reported loosening via x-ray. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304990197. D10: item name# femoral component option for cemented use only size e left; item number# 00576401551; lot number# 63804557. Item name# stemmed nonaugmentable tibial component option cr/ps/lps size 4 for cemented use only; item number# 00598603702; lot number# 63673669. Item name# articular surface size ef 10 mm height "use with plate 3; item number# 00596403210; lot number# 63794022. G2: foreign - event occurred in united kingdom. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.